Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system ((B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During patient treatment, the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:06 (ce post failure) error message upon powering on. Another thermogard xp ivtm system was used to continue the patient treatment. No known impact or consequence to patient.